Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot #: 20065106. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065106. A review of the production records for lot 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that 2 smartsite needle-free connector were occluded and resulted in underinfusion during use. The following was reported by the initial reporter: "(B)(4) mobifusers were flowing prior to connection and post connection but stopped during infusion. 2 out of 3 mobifusors in this batch have significant residue volume after infusion time completed. The infusers were handled as per instructions for use. The nurses were senior nurses with lots of experience with the devices. Spoke to the clinical nurse directly. Nurse reported mobifusers were flowing prior to connection and post connection but stopped during infusion."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 smartsite needle-free connector were occluded and resulted in underinfusion during use. The following was reported by the initial reporter: "complaint-(B)(4). Mobifusers were flowing prior to connection and post connection but stopped during infusion. 2 out of 3 mobifusors in this batch have significant residue volume after infusion time completed. The infusers were handled as per instructions for use. The nurses were senior nurses with lots of experience with the devices. Spoke to the clinical nurse directly. Nurse reported mobifusers were flowing prior to connection and post connection but stopped during infusion."